Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had a swollen pump pocket after the pump replacement in (B)(6), also described as fluid build-up/seroma. The healthcare provider (hcp) reportedly thought it was a seroma that never healed. Surgical intervention was performed on (B)(6) 2014, and when the pump pocket was opened, clear fluid ¿gushed out¿/¿seeped out¿ of the pump pocket, and a hole was found in the pump segment of the catheter. It was also described as a catheter break at the proximal segment. The ¿seroma¿ was reportedly a mix of cerebrospinal fluid (csf) and morphine, which had built up in the pump pocket from the leak. The pump segment with the hole was replaced with a new revision piece, and the spinal portion remained. The catheter was checked for csf flow after replacement to ensure it was patent. The issue was resolved, and the cause of the issue was not determined. The patient status at the time of the report was alive no injury. It was later noted the patient was ¿well¿, was being closely monitored, and recovered without sequela. The pump system was being used to infuse infumorph.

Manufacturer narrative:
Upon device return, analysis of the catheter ((B)(4)) found that the catheter body had a user related hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.